Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump alarmed open book error. The customer¿s blood glucose level was 590 mg/dl at the time of incident. The customer experienced dizziness due to high blood glucose. The customer treated high blood glucose with manual injection. The insulin pump was not on auto mode at the time of incident. The customer also stated that insulin pump was not working. The insulin pump had blank display. Customer stated that the contacts on the battery cap are neither missing nor damaged. The display returned after restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No blank display noted.